Event description:
It was reported that this spinal cord stimulation (scs) system was replaced due to charging difficulties. The patient is doing well post operatively and getting good relief with the programs. Explanted device will not return due to facility policy and no electrocautery was used near the new battery.